Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the needle will leak on several occasions such as when pulling air in while priming (trying to pull in fluids) or it leaks fluid when pushing is performed.

Manufacturer narrative:
One sample with lot number 629987264 was received for evaluation. After performing a functional inspection the issue it was not observed, and cannot be confirmed. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. A root cause, or probable cause of the reported condition could not be determined as the reported condition could not be confirmed. The manufacturing process was reviewed and found that product was manufactured in accordance with the product specifications. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
According to the photograph that was submitted with this report, the issue it is not observed and cannot be confirmed. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The manufacturing process was review found that product was manufactured in accordance with the product specifications and general inspection standards (gis). Without the actual sample a root cause could not be identified. There are no formal investigation actions being taken to address this reported condition as it has been determined that the process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.